Event description:
It was reported that the device was loaded and fired on the pulmonary parenchyma. At the second firing, the right side was fully fired but the left side was not fired. Another device was used to complete the case. There were no adverse consequence to the pt. The device was discarded due to communicate disease.

Manufacturer narrative:
Date sent: 08/12/2008. Info is unavailable; device was not returned for evaluation.